Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the right s1 drg lead had migrated and confirmed via x-ray, after a fall and unable to provide therapy. As such, surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
Patient weight corrected based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the migrated lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.